Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("physical pain"), abdominal pain ("abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A63339) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (type: ibs)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)"), weight increased ("weight gain"), amnesia ("other injury(ies) or complication(s) (please describe:memory loss"), cervicitis cystic ("chronic cystic cervicitis") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with loperamide hydrochloride (imodium), ranitidine hydrochloride (zantac), calcium carbonate (tums e-x) and surgery (hysterectomy (full), left salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, dyspareunia, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth disorder, dysmenorrhoea, abdominal pain, irritable bowel syndrome, headache, nausea, anxiety, weight increased, cervicitis cystic and uterine haemorrhage outcome was unknown, the fatigue was resolving, the migraine had resolved and the feeling abnormal, depression and amnesia had not resolved. The reporter considered abdominal pain, amnesia, anxiety, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms subsided within days of removal besides weight gain still has numbness in abdomen from hysterectomy. On (B)(6) 2014: diagnosis: weakly proliferative endometrium chronic cystic cervicitis focus of endo salpingiosis unremarkable left fallopian tube right fallopian tube stump with mild acute and chronic inflammation essure implants are identified and pictures are taken. The right and left cornu are each remarkable for a single springlike coil (micro-insert), that are in place. The left micro-insert extends into the left fimbriated fallopian tube and the right fallopian tube stump. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: 100% blockage. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new events: tooth disorder, dysmenorrhoea, irritable bowel syndrome, feeling abnormal, dyspareunia, vaginal haemorrhage, menorrhagia, fibromyalgia, abdominal pain, fatigue, migraine, headache, nausea, depression, anxiety, weight increased, amnesia, cervicitis cystic, uterine haemorrhage, pelvic pain were added. Treatment, concomitant medication added. Reporter, patient demographic information updated. Product batch number, stop date added. On 27-feb-2018: mr received: reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe and persistent pain'), pain ('physical pain/ soreness/pain all over body') and uterine haemorrhage ('abnormal uterine bleeding') in a 42-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, adnexa uteri mass, ectopic pregnancy, tubal pregnancy, explorative laparotomy, salpingectomy, luteal cyst of ovary, transvaginal ultrasound scan, hemorrhagic cyst, swelling nos, removal of kidney stone and hemorrhage (nos). Previously administered products included for an unreported indication: cyclobenzaprine, methocarbamol, benzodiazepine dependent, norco, misoprostol, aspirin and cytotec. Concurrent conditions included body mass index normal, irritable bowel syndrome, gerd, fibromyalgia, knee pain, foot pain, fibroadenoma, bloating, epistaxis, pruritus, breast tenderness, uterine enlargement, endometrial hyperplasia, inflammation, lack of libido, tingling (tingling in her toes and hands.), palpitation, shortness of breath, nausea, vomiting, diarrhea, constipation, fever and back pain. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 1 month 18 days after insertion of essure. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (type: ibs)/ irritable bowel syndrome worsened after essure placement"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems (condition: depression)") and anxiety ("psychological or psychiatric problems (condition: anxiety)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and amnesia ("neurological conditions or problems type: memory loss"). On an unknown date, the patient experienced pain (seriousness criterion medically significant). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cervicitis cystic ("reproductive system disorder or condition type of disorder or condition: chronic cystic cervicitis"), uterine haemorrhage (seriousness criterion medically significant) and flatulence ("gas"). The patient was treated with calcium carbonate (tums e-x), ibuprofen (motrin), loperamide hydrochloride (imodium), ranitidine hydrochloride (zantac) and surgery (hysterectomy (full), left salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, dyspareunia, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth disorder, dysmenorrhoea, abdominal pain, fatigue, irritable bowel syndrome, migraine, headache, nausea, feeling abnormal, depression, anxiety, weight increased, amnesia, cervicitis cystic, uterine haemorrhage and flatulence had resolved. The reporter considered abdominal pain, amnesia, anxiety, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, flatulence, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms subsided within days of removal besides weight gain still has numbness in abdomen from hysterectomy. (B)(6) 2014: diagnosis: weakly proliferative endometrium chronic cystic cervicitis focus of endo salpingiosis unremarkable left fallopian tube right fallopian tube stump with mild acute and chronic inflammation essure implants are identified and pictures are taken. The right and left cornu are each remarkable for a single springlike coil (micro-insert), that are in place. The left micro-insert extends into the left fimbriated fallopian tube and the right fallopian tube stump. As per pfs, irritable bowel syndrome started approximately 1995, but worsened after essure placement and onset date of fibromyalgia was (B)(6) 2017. Both tubal ostia were identified. The device was in good position with 3 trailing coils on the right side, a similar fashion was used on the opposite side with 1 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: 100% blockage; on (B)(6) 2013: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones pelvic pain, dyspareunia, abnormal bleeding, menorrhagia, dysmenorrhea, abdominal pain, migraines, headaches, nausea, depression, weight gain, memory loss, cervicitis cystic on firming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Event: gas were added. Event outcome were updated : abnormal uterine bleeding, reproductive system disorder or condition type of disorder or condition: chronic cystic cervicitis, neurological conditions or problems type: memory losspsychological or psychiatric problems (condition: anxiety), psychological or psychiatric problems (condition: depression), dyspareunia, autoimmune disorder (type of disorder: fibromyalgia)dental problems, headaches ,nausea were updated to recovered . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe and persistent pain"), pain ("physical pain/ soreness/pain all over body") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, adnexa uteri mass, ectopic pregnancy, tubal pregnancy, explorative laparotomy, salpingectomy, luteal cyst of ovary, transvaginal ultrasound scan, hemorrhagic cyst, swelling nos, removal of kidney stone and bleeding. Previously administered products included for an unreported indication: cyclobenzaprine, methocarbamol, benzodiazepine dependent, norco, misoprostol, aspirin and cytotec. Concurrent conditions included body mass index normal, irritable bowel syndrome, gerd, fibromyalgia, knee pain, foot pain, fibroadenoma, bloating, epistaxis, pruritus, breast tenderness, uterine enlargement, endometrial hyperplasia, inflammation, lack of libido, tingling (tingling in her toes and hands.), palpitation, shortness of breath, nausea, vomiting, diarrhea, constipation, fever and back pain. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 1 month 18 days after insertion of essure. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (type: ibs)/ irritable bowel syndrome worsened after essure placement"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems (condition: depression)") and anxiety ("psychological or psychiatric problems (condition: anxiety)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and amnesia ("neurological conditions or problems type: memory loss"). On an unknown date, the patient experienced pain (seriousness criterion medically significant). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cervicitis cystic ("reproductive system disorder or condition type of disorder or condition: chronic cystic cervicitis") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with calcium carbonate (tums e-x), ibuprofen (motrin), loperamide hydrochloride (imodium), ranitidine hydrochloride (zantac) and surgery (hysterectomy (full), left salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and migraine had resolved, the dyspareunia, fibromyalgia, tooth disorder, irritable bowel syndrome, headache, anxiety, weight increased, cervicitis cystic and uterine haemorrhage outcome was unknown, the fatigue and nausea was resolving and the feeling abnormal, depression and amnesia had not resolved. The reporter considered abdominal pain, amnesia, anxiety, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms subsided within days of removal besides weight gain still has numbness in abdomen from hysterectomy. On (B)(6) 2014: diagnosis: weakly proliferative endometrium chronic cystic cervicitis focus of endo salpingiosis. Unremarkable left fallopian tube right fallopian tube stump with mild acute and chronic inflammation essure implants are identified and pictures are taken. The right and left cornu are each remarkable for a single springlike coil (micro-insert), that are in place. The left micro-insert extends into the left fimbriated fallopian tube and the right fallopian tube stump. As per pfs, irritable bowel syndrome started approximately 1995, but worsened after essure placement and onset date of fibromyalgia was (B)(6) 2017. Both tubal ostia were identified. The device was in good position with 3 trailing coils on the right side, a similar fashion was used on the opposite side with 1 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: 100% blockage; on (B)(6) 2013: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones pelvic pain, dyspareunia, abnormal bleeding, menorrhagia, dysmenorrhea, abdominal pain, migraines, headaches, nausea, depression, weight gain, memory loss, cervicitis cystic confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: pfs & mr received. Events outcome: vaginal haemorrhage, menorrhagia, dysmenorrhea, pain, pelvic pain, abdominal pain, nausea, fatigue, were changed. Onset date, medical history and concomitant drug was added. Lab data, reporter and reporters information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("physical pain"), abdominal pain ("abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A63339) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (type: ibs)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)"), weight increased ("weight gain"), amnesia ("other injury(ies) or complication(s) (please describe:memory loss"), cervicitis cystic ("chronic cystic cervicitis") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with loperamide hydrochloride (imodium), ranitidine hydrochloride (zantac), calcium carbonate (tums e-x) and surgery (hysterectomy (full), left salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, dyspareunia, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth disorder, dysmenorrhoea, abdominal pain, irritable bowel syndrome, headache, nausea, anxiety, weight increased, cervicitis cystic and uterine haemorrhage outcome was unknown, the fatigue was resolving, the migraine had resolved and the feeling abnormal, depression and amnesia had not resolved. The reporter considered abdominal pain, amnesia, anxiety, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms subsided within days of removal besides weight gain still has numbness in abdomen from hysterectomy. (B)(6) 2014: diagnosis: weakly proliferative endometrium chronic cystic cervicitis focus of endo salpingiosis unremarkable left fallopian tube right fallopian tube stump with mild acute and chronic inflammation essure implants are identified and pictures are taken. The right and left cornu are each remarkable for a single springlike coil (micro-insert), that are in place. The left micro-insert extends into the left fimbriated fallopian tube and the right fallopian tube stump. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 100% blockage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.